Manufacturer narrative:
Sunrise medical regulatory researched the history of the wheelchair and did find that items were changed in order to raise the seat to floor height. It is likely that the seat height was too low and not working out for the end user. As requested by the dealer, the wheelchair was originally configured with 4 inch front casters and 16 inch rear wheels with a front seat to floor height of 14 inches. On 12/20/2017, the dealer, (B)(4) requested a 6 inch front caster with a 6 inch fork and 20 inch rear wheels. He did not advise at the time, what seat to floor height he was attempting to obtain. In this recent (B)(6) 2019 incident, (B)(4) requested 8 inch casters with 8 inch caster forks so that the seat to floor height could be adjusted to 17.5 inches. Since there was no allegation of malfunction or defect made against the wheelchair, it is probable that the incident occurred due to the low seat to floor height, making it difficult for transfers in and out of the wheelchair. This ultimately caused the accident, involving the caregiver, and resulted in the broken leg. Again, there was no allegation of malfunction or defect made against the wheelchair. This MDR filing is to report the injury only. No further investigation will be performed by sunrise medical.

Event description:
Dealer (B)(4) stated a couple of months ago the client broke his left leg while care taker was assisting in a transfer. The end user was taken to the hospital for treatment. (B)(4) does not know how this occurred and what the circumstances were in which the accident occurred. The dealer was not able to provide any additional information.